Manufacturer narrative:
A product investigation was completed: upon visual inspection, the distal threads were observed to be torn. No other issues were identified with the returned device. The relevant drawings were reviewed. The complaint condition is confirmed. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported during a pelvic fusion in the iliac treating pelvic fracture on (B)(6) 2020 the inner setscrew (silver) went deeper than expected during final fixation. When the inner setscrew was removed, it appeared that the outer setscrew had been cross threaded. The surgeon tried two unitized setscrews as replacements, which both failed. When other setscrew was replaced, it was fixed to a certain extent. So, the surgeon lightly tightened this final replacement without torque-applied final fixation. The procedure was completed without surgical delay. The patient outcome was reported as stable. Concomitant device reported: rod (part unknown, lot unknown, quantity 1); unitized setscrews (part 199721001s, lot wf1232, quantity 3). This report is for a verse setscrew. This is report 1 of 4 for (B)(4).